Manufacturer narrative:
Investigation summary: received 20 customer samples from the customer facility for investigation. The customer samples were evaluated and the customer¿s indicated failure mode of ¿underfilling¿ with the incident lot was not observed as the 20 tested samples met the required specifications. Water fill testing was conducted on the customer samples. A review of the device history record was performed for the incident lot and no issues were identified. There were no related quality notifications. All process and final inspections comply with specification requirements. CAPA# (B)(4) has been initiated to document the investigation and root cause analysis of the reported incidents. Investigation conclusion: upon evaluation of the customer returned samples, the customer¿s product issue was not observed. 20 customer samples were tested with water and were within the specification limits. The device history record was reviewed with no issues identified. There were no related quality notifications. All process and final inspections comply with specification requirements. A CAPA# (B)(4) has been opened for underfill issues. Root cause description: a CAPA has been initiated to document further investigation and root cause analysis relating to this issue. The investigation is currently on-going and will be updated as the potential root cause(s) are identified. CAPA# (B)(4).

Event description:
It was reported underfill occurred after use with a bd vacutainer® edta 2k . The following information was provided by the initial reporter, "the tube didn't draw sufficient blood."